Event description:
It was reported that during an infusion set change with an inset 23 inch, 6 mm set, the applicator and inserted site detached from the body when attempting to remove the applicator, and the user discarded the set and successfully placed a new one with guidance. There were no reported symptoms or changes in blood glucose. Outcomes included no health consequences and no replacement product required. Investigation included troubleshooting and user education. Investigation of this case revealed an incorrectly deployed infusion set related to the applicator component. It was concluded, based on previously established findings for similar reports, that user technique was the most likely cause.